Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified proximal left anterior descending artery (lad). The 3.00x24mm liberte bare monorail coronary stent delivery system (sds) was advanced to the target lesion but was unable to cross the lesion. The device was withdrawn and it was noticed that the stent was "porous and distorted". The procedure was completed with another of the same device with no pt complications reported. The pt's current condition is listed as "stable".